Event description:
It was reported that, although the pt's implantable neurostimulator had been turned off "for over three years," the pt felt a "tingling of electricity" when the area around the device was touched. No further details or pt outcome were provided. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).